Manufacturer narrative:
The medical center in japan did return the pump for analysis. The analysis is on-going at this time. Upon completion of the investigation, and when root cause is determined, a final report will be filed.

Event description:
The medical center in japan had an impella 5.5 support ongoing when the pump stopped on day 8 of support. The team had changed the purge solution and the pump stopped after changes in purge pressure and purge flow. The pump was explanted and not replaced.

Manufacturer narrative:
Since the original report was filed, the investigation into the pump stop has concluded. The medical team in japan returned the pump and data logs for analysis. The analysis on the benchtop revealed native patient biomaterial had been ingested which caused the pump to stop. The failure mode will be monitored and trended.